Manufacturer narrative:
The unit had an intermittent button response and a button error alarm due to a corroded keypad. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer's blood glucose level was 28 mmol/l. The customer treated with a manual injection. The customer did not recall any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the device for analysis.